Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Unknown stryker liner/ pn unknown/ ln unknown. Unknown stryker tritanium multihole cup with screws/ pn unknown/ ln unknown. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, material sensitivity reactions. Number 8 states, dislocation and subluxation due to inadequate fixation and improper positioning. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right hip revision due to dislocation. During the procedure, the acetabular bearing and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Information received in patient's operative report indicates patient was revised due to dislocation and disassociation of the constrained liner. Operative report further noted a hematoma, evidence of metallosis, and chronic abductor loss.